Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger product ID 37751 lot# serial# (B)(6) product type recharger product ID pnma01411a004 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with an implantable neurostimulator (ins) used for spinal pain as well as com plex reg pain syndrome type 1. Consumer reported they went to charge implanted neurostimulator (ins) on saturday, but had trouble with recharger (insr). They said insr was blank - nothing was on the screen, and when pt plugged insr into desktop charger (dtc), the screen turned on but they still couldn't charge ins. Pt said it has been about 2 weeks since they charged ins and are in pain because they can't charge. Pt said they tried connecting with patient programmer (pp) already and it showed the recharge stimulator screen, indicating ins was empty. Pss had pt try to use insr during the call and pt reported insr screen was blank, even after pressing buttons. Pt then plugged insr into dtc and reported the normal insr charging screen with the top insr battery icon and the charging insr battery icon showing insr battery was full. Pt then unplugged insr again and the screen went blank. Pss asked if insr was dropped, pt said yes but not hard. Pss also had pt look at dtc connector pin and pt said the pin was bent a little, but not loose. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient also reported a damaged belt occurred about a month prior. No further complications reported/anticipated.